Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he believed the site leaked. Customer's blood glucose level went over 480 mg/dl. He took the insulin pump off for two weeks. The customer had issues with the infusion sets. The tubing was too short. He smelled insulin. The device was not returned.